Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient suffered a dislocation on (B)(6) 2015 and a closed reduction was performed.